Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 337 mg/dl. The customer declined troubleshooting and stated that his doctor thought that the insulin pump had failed. He advised that he would return to the doctor's office the following day to troubleshoot the insulin pump there. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.